Event description:
Info rec'd indicates one of the brake casters is not locking tightly into brake.

Manufacturer narrative:
The technician found the brake cable could not be adjusted. The technician replaced the brake cable to repair the bed.